Event description:
A coronary stent with delivery system was successfully advanced to an unknown target lesion site in the pt's body. Upon attempted balloon catheter inflation, it was reported that the balloon burst. Subsequently, the stent was successfully deployed using the post-dilation balloon. There were no add'l complications reported relative to this event.

Manufacturer narrative:
The results of co's product eval revealed that an axial fracture was observed distal to the proximal gold marker band. The delivery balloon was inflated ans a mid-body pinhole leak was noted at 4 atmospheres of pressure. Co's investigation was unable to determine a cause for the condition reported and observed. In response, cordis has initiated a mfg investigation. Should the results of this investigation reveal anything which could account for the condition reported and observed. A follow-up medwatch report will be submitted to include corrective action. Cordis has initiated a corrective action investigation in response to reports of this nature which is currently in progress.